Manufacturer narrative:
There are no reports of external trauma or other events that are likely to have contributed toward surgical wound dehiscence. Poor healing is a known risk of invasive procedures. There are no specific causes identified based on the information available to the firm.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator on (B)(6) 2024 to treat knee pain. The patient reported receiving good pain relief from the system upon activation. On (B)(6) 2024 the firm was notified by the implanting physician that the patient was being scheduled for surgical intervention due to the implanted leads being exposed through an open surgical incision. Physician was unsure of exact surgical plan and stated it would be dependent upon findings upon opening the site and visualizing the condition. On (B)(6) 2024 the physician performed a full system explant due to the exposed leads and wound dehiscence.